Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding, abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (batch no. C51072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovary in 2012 and c-section. Concurrent conditions included body mass index normal, menses lack of since (B)(6)2015, vaginal bleeding, vomiting, weight loss, diarrhea, bloating, nickel sensitivity, discomfort nos, menorrhagia and endometriosis. Concomitant products included medroxyprogesterone (depo provera). On (B)(6)2015, the patient had essure inserted. In july 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In august 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) severe stabbing pain"). In september 2015, the patient experienced nausea ("nausea"). In october 2015, the patient experienced mood swings ("hormonal changes describe: mood swings") and fatigue ("fatigue"). In december 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In may 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced mental disorder ("psychological or psychiatric problems condition:") and weight increased ("weight gain / loss specify which one: weight gain"). In june 2016, the patient experienced dermatitis ("allergic or hypersensitivity reaction type: dermititis"). On (B)(6)2017, 1 year 9 months after insertion of essure, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), urticaria ("rashes or skin conditions type: hives"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("lower back pain"). The patient was treated with antibiotics, panadeine co (tylenol #3), ibuprofen (advil) and surgery (hysterectomy (partial), removal of essure). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain had resolved, the genital haemorrhage had not resolved, the uterine haemorrhage, mood swings, dermatitis, mental disorder, urticaria, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and irritable bowel syndrome outcome was unknown and the back pain was resolving. The reporter considered back pain, dermatitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritable bowel syndrome, mental disorder, migraine, mood swings, nausea, pelvic pain, urticaria, uterine haemorrhage, vaginal discharge and weight increased to be related to essure. The reporter commented: right tube had 4 coils showing. Left tube had 3 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on 25-nov-2015: total bilateral occlusion pregnancy test urine - on 22-mar-2017: negative. On (B)(6)2016, transabdominal and transvaginal pelvic ultrasound showed impression: multiple peripherally aligned subcentimeter follicles within both ovaries, this may represent polycystic ovarian syndrome. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain, nausea, dysmenorrhea, fatigue, dyspareunia, back pain most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and mr received: new reporters, patient demographic information, product indication, lot no, treatment medications, concomitant drug and condition, new events mood swings, dermatitis, mental disorder, urticaria, migraine, headache, nausea, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome and back pain added. Outcome for the events pelvic pain added as recovered / resolved and for event back pain added as recovering / resolving. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding, abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (batch no. C51072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections and miscarriage. Concurrent conditions included body mass index normal, polycystic ovary since 2012, menses lack of since (B)(6) 2015, vaginal bleeding, vomiting, unintentional weight loss, diarrhea, bloating, nickel sensitivity, discomfort nos, menorrhagia and endometriosis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) - severe stabbing pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), 1 year 9 months after insertion of essure. In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced rash ("rashes or skin condition"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced dermatitis ("allergic or hypersensitivity reaction type: dermatitis"). In 2016, the patient experienced mental disorder ("psychological or psychiatric problems condition:"), urticaria ("rashes or skin conditions type: hives") and depression ("psychological or psychiatric condition: depression"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and back pain ("lower back pain"). The patient was treated with antibiotics, ibuprofen, paracetamol (tylenol) and surgery (hysterectomy (partial), removal of essure,salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain was resolving, the genital haemorrhage had not resolved and the uterine haemorrhage, mood swings, dermatitis, mental disorder, urticaria, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, depression and rash outcome was unknown. The reporter considered back pain, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritable bowel syndrome, mental disorder, migraine, mood swings, nausea, pelvic pain, rash, urticaria, uterine haemorrhage, vaginal discharge and weight increased to be related to essure. The reporter commented: right tube had 4 coils showing. Left tube had 3 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2017: results: negative. On (B)(6) 2016, transabdominal and transvaginal pelvic ultrasound showed impression: multiple peripherally aligned subcentimeter. Follicles within both ovaries, this may represent polycystic ovarian syndrome. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain, nausea, dysmenorrhea, fatigue, dyspareunia, back pain. Most recent follow-up information incorporated above includes: on 9-nov-2018: pfs received. Historical condition added. Event: rashes or skin condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding, abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (batch no. C51072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovary in 2012 and multiple cesarean sections. Concurrent conditions included body mass index normal, menses lack of since (B)(6) 2015, vaginal bleeding, vomiting, unintentional weight loss, diarrhea, bloating, nickel sensitivity, discomfort nos, menorrhagia and endometriosis. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) - severe stabbing pain"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, 1 year 9 months after insertion of essure, the patient experienced mood swings ("hormonal changes describe: mood swings") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced mental disorder ("psychological or psychiatric problems condition:"), urticaria ("rashes or skin conditions type: hives"), weight increased ("weight gain / loss specify which one: weight gain") and depression ("depression"). In (B)(6) 2016, the patient experienced dermatitis ("allergic or hypersensitivity reaction type: dermititis"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("lower back pain"). The patient was treated with antibiotics, paracetamol (tylenol), ibuprofen (advil) and surgery (hysterectomy (partial), removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the genital haemorrhage had not resolved, the uterine haemorrhage, mood swings, dermatitis, mental disorder, urticaria, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome and depression outcome was unknown and the back pain was resolving. The reporter considered back pain, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritable bowel syndrome, mental disorder, migraine, mood swings, nausea, pelvic pain, urticaria, uterine haemorrhage, vaginal discharge and weight increased to be related to essure. The reporter commented: right tube had 4 coils showing. Left tube had 3 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2017: negative. On (B)(6) 2016, transabdominal and transvaginal pelvic ultrasound showed impression: multiple peripherally aligned subcentimeter follicles within both ovaries, this may represent polycystic ovarian syndrome. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain, nausea, dysmenorrhea, fatigue, dyspareunia, back pain . Most recent follow-up information incorporated above includes: on 10-sep-2018: pfs received : events depression added. Events onset dates were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding, abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (batch no. C51072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections and miscarriage. Concurrent conditions included body mass index normal, polycystic ovary since 2012, menses lack of since (B)(6) 2015, vaginal bleeding, vomiting, unintentional weight loss, diarrhea, bloating, nickel sensitivity, discomfort nos, menorrhagia and endometriosis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) - severe stabbing pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), 1 year 9 months after insertion of essure. In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced rash ("rashes or skin condition"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced dermatitis ("allergic or hypersensitivity reaction type: dermititis"). In 2016, the patient experienced mental disorder ("psychological or psychiatric problems condition:"), urticaria ("rashes or skin conditions type: hives") and depression ("psychological or psychiatric condition: depression"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and back pain ("lower back pain"). The patient was treated with antibiotics, ibuprofen, paracetamol (tylenol) and surgery (hysterectomy (partial), removal of essure,salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain was resolving, the genital haemorrhage had not resolved and the uterine haemorrhage, mood swings, dermatitis, mental disorder, urticaria, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, depression and rash outcome was unknown. The reporter considered back pain, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritable bowel syndrome, mental disorder, migraine, mood swings, nausea, pelvic pain, rash, urticaria, uterine haemorrhage, vaginal discharge and weight increased to be related to essure. The reporter commented: right tube had 4 coils showing. Left tube had 3 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2017: results: negative. On (B)(6) 2016, transabdominal and transvaginal pelvic ultrasound showed impression: multiple peripherally aligned subcentimeter follicles within both ovaries, this may represent polycystic ovarian syndrome. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain, nausea, dysmenorrhea, fatigue, dyspareunia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown and the genital haemorrhage had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.